Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given, and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 325 mg aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location. Post procedure event summary: on the same day of the index procedure, post procedure, electrocardiogram(ECG) revealed left bundle branch block. No other diagnostic tests were performed. Home mobile cardiac outpatient telemetry was recommended for further monitoring. The subject was discharged on aspirin and clopidogrel, one day post index procedure. Four(4) days post index procedure, the subject presented to the emergency department after an episode of dizziness/lightheadedness and near syncope at home. Lab test revealed elevated bnp (brain natriuretic peptide) levels, chest x ray revealed cardiomegaly with no over signs of heart failure. On the same day, the subject developed complete heart block. The subject was hospitalized and electrophysiology consultation was performed. Five (5) days post index procedure, a boston scientific accolade MRI dual chamber pacemaker was successfully implanted. On the same day the event was considered recovered and the subject was discharged on aspirin and clopidogrel.